Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal (specific date not reported). Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2004, to reposition the device.